Event description:
Broach handles do not secure down onto broaches securely.

Event description:
It was reported that during laparoscopic assisted vaginal hysterectomy procedure the active blade broke off of the device. It is unknown of the blade fell into the patient, no patient consequence was reported. They completed the procedure with a new like device.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time additional information:(B)(6).

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the blade broken off. The location of the break is inside the tube proximal to the tissue pad. During functional testing on a generator the device gave an error code 5. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The analysis concluded that the blade cracked due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.